Event description:
Procedure type: lap chole. According to the reporter: on 2nd or 3rd firing, malformed stapling occurred. When the device was removed, it tore the bile duct. The surgeon used another device. There was no bleeding, nothing fell into the patient's cavity, no tissue damage. Operating room time was not extended longer than 30 minutes. No other patient information is available.

Manufacturer narrative:
(B) (4). (B) (4).